Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead revealed the outer insulation was twisted throughout the lead body. X-ray inspection found the inner coil severely overtorqued in the connector region. The cause of the reported event was isolated to the overtorqued inner coil which was consistent with procedural damage.

Event description:
During an implant procedure, there was an alleged, unspecified lead damage noted on the right ventricular (rv) lead. The rv lead was replaced to resolve the event and the patient condition was stable.